Manufacturer narrative:
A medtronic representative performed an on-site evaluation of the imaging system and was unable to replicate the issue. The software logs were evaluated, but the analysis was inconclusive due to lack of sufficient information. A full system checkout was successfully completed, with all checks passing. The system is fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site reported that while after taking anterior-posterior and lateral images during a spinal fusion case, the imaging system was not able to take a complete 3d image. After another unsuccessful attempt, site discontinued use of the imaging system. Procedure was successfully completed using a c-arm, with no adverse effect on patient outcome.